Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the reported patient event.

Manufacturer narrative:
Multiple attempts have been made to obtain additional information by the manufacturer. If the information becomes available, a supplemental report will be filed with the results of the clinical investigation. A follow up report will be filed upon completion of the plant's investigation.

Event description:
A dialysis technician called into technical support to report a cycler issue during a peritoneal dialysis (pd) patient's treatment. During the call, it was noted the patient was disconnected and taken to the operating room in the hospital. The patient's name was provided but no additional information was provided. Multiple attempts have been made to contact the pd nurse and the facility. No additional information on the cause of the patient's hospitalization is available.